Event description:
On (B)(6) 2014, new information noted that the lead exhibited multiple noise reversions and high impedances during follow-up. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission. The ventricular lead exhibited high impedances in both configurations. The lead also exhibited varying thresholds and sensing anomaly. Patient was brought in for lead revision on (B)(6) 2014. No anomalies were noted on the lead. The lead remained implanted and the patient would be monitored.